Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a revision breast reconstruction with two 550cc mentor memorygel breast implants experienced postoperative right-sided capsular contracture (grade unknown), and suffered several unexplained systemic symptoms, including rib pain, weight loss, and dry skin. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal and replacement with unspecified gel implants on (B)(6) 2019. This report is for the right prosthesis.

Manufacturer narrative:
On 12/11/2019, mentor became aware of the correct implantation date. The actual date that the patient underwent a revision breast reconstruction was (B)(6) 2014. The relevant filed has been updated. Manufacturer's reference number:(B)(4).